Event description:
It was reported that during an ablation procedure to treat hypertrophic cardiomyopathy, the physician decided to begin the procedure with a blazer ii xp 8mm because of its tip quality in this type of cardiac disease. However, after a while, the physician decided to switch to a non-boston scientific irrigated system catheter to help him with the 3d mapping system used in this procedure (non-boston scientific). Therefore, the blazer ii xp was removed from the patient and the maestro 4000 was shut down. After some time using the irrigated system, the patient entered ventricular fibrillation (vf) and cardiopulmonary resuscitation (CPR) was started. After one hour of crp, another physician performed a coronary angiogram and confirmed that the aorta was dissected from its base to the valve. This was directly related to the position and energy used in the procedure during the arrest. After two hours and not being able to perform cardiac surgery, the all the technical physicians decided to stop and declare the patient dead. It was noted that the patient already had an implantable cardioverter defibrillator (ICD) (non-boston scientific). The ablation procedure was scheduled to reduce symptoms and assist better life quality afterwards. The catheter was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.